Event description:
It was reported that an arteriotomy closures of both common femoral arteries were attempted using proglide devices after a bilateral iliac stenting interventional procedure, using 6f sheaths. Reportedly, cuff misses occurred bilaterally. A second proglide device was used on both sides to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced, is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the plunger, suture, link, needles, and cuffs were not returned with the device the scope of the investigation was limited and the reported event was not confirmed. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.